Event description:
Ous MDR - it was reported that approximately 3 days after implant undersensing was reported. The lead was not returned to biotronik.

Manufacturer narrative:
We received your event description for the above mentioned devices. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the pacemaker proved the device functions to be as specified. The returned follow-up data from (B)(6) 2017 were inspected. The data documented rv sensing values of 6.5 mv in unipolar configuration. Data documenting rv sensing values in bipolar configuration were not returned for analysis. Based on the information available for analysis, the root cause of the clinical observation was not determinable. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data did not reveal any indication of a pacemaker or lead malfunction. Based on the information available for analysis the root cause of the clinical observation could not be determined.